Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the compressor was running but the cooler heater would not power on via the main switch. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field svc rep (fsr). The fsr found burnt wires at top two connections of main breaker. The fsr installed a new circuit breaker due to the unk internal damage and reconnected original wires with new ring connectors. The fsr completed a full inspection following repairs. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.